Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a regulatory/competent authority regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's urinary symptoms were generally stable with vesicare® but there had been a recent impression of lower effectiveness of neuromodulation. Currently, it was impossible to establish communication between the ins, communicator, and telephone application, leading to the suspicion of a failure or exhaustion of the generator's battery. A replacement of the ins was planned for (B)(6) 2026 (not an actual date). The issue was not resolved.

Manufacturer narrative:
H3: analysis of the ipg 3058 interstim ll (s/n: (B)(6)) revealed there was no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.